Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Investigation summary an overwrap package,a paper folder, a suture with a piece of needle attached were returned for analysis. The suture was examined along of the strand for visual inspection attribute defects under magnification and no issues were found . However the suture had a piece of needle attached, probably broken during use. As no issues were observed in the thread, suture breakage was not found. As the broken needle piece was not return for analysis, no conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent unknown procedure on (B)(6) 2018 and suture was used. The suture broke during use. There were no adverse patient consequences reported.